Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/10/2014 with the following findings: review of the black box data revealed one record of an unexplained power on resent event on (B)(6) 2014. On examination, the battery compartment was found to be cracked at the case seal. The battery cap that was returned with the pump for investigation was intact without damage and able to be attached to the pump properly. The battery cap was evaluated and found to be within the required specifications. On investigation, the pump was exercised for 24 hours without power loss or interruption in power. The pump was opened for investigation and revealed no evidence of internal damage, defect or contamination of the internal pump components. Investigation revealed the complaint was verified in the black box data but was not reproduced during the investigation.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging that on (B)(6) 2014 the pump experienced an issue with intermittent power. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged intermittent power issue remained unresolved with troubleshooting.